Manufacturer narrative:
The insulin pump was received with no button response due to flattened up arrow button dome switch. Inspected lcd connector and no unlocked connector noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were not working. Customer had high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer treated high blood glucose with the device, blood glucose went down to 90 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.